Event description:
The reporter indicated that upon interrogation, the dell x5 programming computer screen would freeze during use. The reporter removed the flashcard and re-inserted the card into the device with no resolution. A soft/hard reset was performed with no change in the screen freeze. Troubleshooting did not resolve the issue. The handheld and programming software have been returned to the manufacturer for product analysis. Per product analysis report, the returned handheld was received with the screen unresponsive (frozen) and the issue was resolved when the flashcard was cycled.